Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse replaced the probe wipe housing and valves vl14 and vl15 to resolve the probe drip issue. Incidentally the fse also replaced worn syringes and replaced the hemoglobin (hgb) lamp as the lamp voltage appeared low (within range). Failure mode can be attributed to the probe wipe housing and valves vl14 and vl15. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that their coulter act-diff analyzer was leaking 2 to 3 drops of liquid from the probe onto the counter. The customer was wearing gloves and a laboratory coat. There was no biohazard exposure to mucous membranes or open wounds. The customer cleaned the leak using bleach. No erroneous results were generated as a result of this event. No death or injury is attributed to this event and there was no change to patient treatment.